Manufacturer narrative:
Company representative evaluated the unit and replaced the speaker assembly board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the accutorr plus monitor shut down, which may have affected pt monitoring. No pt injury was reported.